Event description:
Caller reported that cartridge was not fitting properly on pump as it was not fully snapped in. Blood glucose level was within normal range, not exceeding 500 mg/dl (27.7 mmol/l). Caller followed instructions to inspect and clean pneumatic tap area, remove an obstructive o-ring, and successfully reloaded original cartridge under guidance, resuming insulin therapy successfully.